Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "inadequate range of motion due to improper selection or positioning of components."

Event description:
It was reported that patient underwent left total knee arthroplasty on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2013 due to instability. The tibial bearing was removed and replaced with a thicker bearing.